Event description:
A report was received from health canada's canada vigilance program which states, "chemotherapy medication hung on secondary line, the intervenous pump was programed by the writer and when the writer pressed start, the secondary rate was running free flow. I set the rate for 50 and it was running free flow. Clamped the secondary line at once and the line were changed in the hood for a total new setup. The faulty line was saved." There was no information on patient impact.

Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. Device was not returned to manufacturing facility.

Event description:
A report was received from health canada's canada vigilance program which states, "chemotherapy medication hung on secondary line, the intervenous pump was programed by the writer and when the writer pressed start, the secondary rate was running free flow. I set the rate for 50 and it was running free flow. Clamped the secondary line at once and the line were changed in the hood for a total new setup. The faulty line was saved." There was no information on patient impact.